Event description:
Hcp reported the patient came to the office with the device switched off. The patient claimed not turning the device off with the patient programmer. After switching the device on, the device turned off after a few minutes. The hcp tried two times with similar results. The device was set at 4+ volts on both sides. The battery was at 30-70%. The device was exchanged. Patient status is good. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when final device analysis is complete.